Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the lead helix was "not retracting or extending appropriately." An alternate lead was utilized and implanted without incident. No patient complications have been reported as a result of this event.